Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and scratches on the display window.

Event description:
Customer's father reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer treated their high blood glucose with the insulin pump. Customer performed the high pressure test and passed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.